Event description:
It was reported that during retraction of the 3.5x28 mm xience xpedition device from the dispenser coil, the proximal shaft of the device separated. There was no resistance felt during removal of the stent delivery system from the hoop. The device was not used on the patient. A new same size xience xpedition was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.